Manufacturer narrative:
(B)(4). Method: the actual device was not returned. A review of the device history record (DHR) was performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to (B)(4) for evaluation therefore, we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Flow rate: 10; fill volume: 550. It was reported that patient's family member stated the patient had surgery on (B)(6) 2016 and was discharged home on (B)(6). The pump had been running at 14ml/hr since (B)(6) at 11am. The family member decreased the pump rate to 10ml/hr about 20minutes before calling the manufacture hotline on saturday evening. The patient started having a metallic taste in his mouth about 20minutes after the flow rate adjustment. The manufacture hotline contact recommended stopping the infusion and clamping the tubing. The patient did not have other symptoms of local anesthetic toxicity. The patient reported a pain level of 9 out of 10 pain rating, with zero being no pain and 10 being the worst pain, otherwise he felt well. The manufacture hotline contact recommended the patient's family member call the anesthesiologist and notify the anesthesiologist of the patient's condition and obtain further instructions regarding the nerve catheter in the patient's neck area. Additional information received on 09-feb-2016 from the patient's family member stated the patient was currently in good condition and stable. The patient's family member reported that in addition to the metallic taste the patient had experienced, the patient had also experienced a little bit of confusion. The patient did not tell the family member about the confusion until sunday. The patient's family member also reported that after she had clamped the pump the patient could not tell the difference in regards to if the pump was working or not. The patient stated that his pain was not worse or better after the family member had clamped the pump. The patient's family member reported she would know if the pump had malfunctioned but she did say that it was working and the patient was getting medication because there was a change in the size of the pump ball. No further information was provided.